Event description:
Ivus (intravascular ultrasound) catheter unable to detect image. Plugs, connections checked, unplugged, plugged back in, rebooted ivus system. Catheter was tested again and image did not show. New ivus catheter used and worked fine. Case ended well; patient's outcome was good.